Manufacturer narrative:
The patient was said to be symptomatic for the index procedure. The patient is an (B) (6) male. The patient¿s medical history includes: hyperlipidemia, congestive heart failure, CABG, aortic valve replacement, previous cea. Recurrent stenosis and age > 75 years. The target lesion for the procedure was the ostium of the left internal carotid artery. The lesion was reported to be: a 90% stenosis, 30 mm length, 5.0 mm vessel diameter, mild tortuosity, and eccentric. An angioguard 6 mm embolic protection device was used for the procedure. The lesion was pre-dilated. A precise 7 x 40 mm stent was successfully implanted. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite. The patient was discharged two days after the procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B) (4) study indicated that approximately twenty-four hours after the index procedure for precise 7 x 40 mm carotid stent implantation, the patient experienced a behavioral change. A diagnosis of cerebral hyperperfusion syndrome was made. The duration of the event was less than twenty-four hours. The recovery was said to be full with no residual deficit. The event was said to be unrelated to the study device/procedure. No intervention was necessary. This adverse event (ae) was captured as a not reportable complaint. Additional information received indicated that during contact for 12-month follow-up, a family member informed the study coordinator that the patient expired approximately five months after the study index procedure. The cause of death is unknown at this time. Additional information has been requested. No additional information available at this time.

Manufacturer narrative:
The report received from the (B) (4) study indicated that approximately twenty-four hours after the index procedure for precise 7 x 40 mm carotid stent implantation, the patient experienced a behavioral change. A diagnosis of cerebral hyperperfusion syndrome was made. The duration of the event was less than twenty-four hours. The recovery was said to be full with no residual deficit. The event was said to be unrelated to the study device/procedure. No intervention was necessary. Additional information received indicated that during contact for 12-month follow-up, a family member informed the study coordinator that the patient expired approximately five months after the study index procedure. The cause of death is unknown at this time. Additional information has been requested. No additional information available at this time. At index procedure the patient's medical history included hyperlipidemia, congestive heart failure, CABG, aortic valve replacement. High risk factors were indicated as previous cea, recurrent stenosis, and (B) (6). The (B) (6) male patient was reported to be symptomatic at index procedure. The target lesion for the procedure was the ostium of the left internal carotid artery. The lesion was reported to be: a 90% stenosis, 30 mm length, 5.0 mm vessel diameter, mild tortuosity, and eccentric. An angioguard 6 mm embolic protection device was used for the procedure. The lesion was pre-dilated. A precise 7 x 40 mm stent was successfully implanted. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite. The patient was discharged two days after the procedure. No adverse event was indicated at thirty day follow-up with indication of continuation of aspirin and clopidogrel. The stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13253827 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint; product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 23541 and stent lot numbers: 104705, 104195, 104194 & 104085; and the results indicate that the stent shipped meets specified release requirements. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors ¿ all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Based on the lack of information available regarding the patient death that was reported at 12 month follow-up, it is not possible to draw a conclusion about a relationship between the device and the event. The patient¿s medical history and comorbidities put him at greater risk for major adverse events. There is no indication that the event is related to the device design or manufacturing process; therefore, no corrective actions will be taken.

Event description:
On may 17 2010, a customer reported that the colleague volumetric infusion pump, type unknown, product code unk_prd_00182, sn unknown, had an issue. The customer reported that a nurse in a palliative care unit administered a "bolus" of morphine by using the piggy-back functionality on a colleague pump ("rate-volume-start" mode). Returning to the primary infusion mode, she accidently entered a rate of 47 ml/hour of morphine and the patient eventually died. The process step is during use on patient, and the patient died. Availability of the device for evaluation is unknown. Incident date: (B) (6)-2010. Baxter notification date: may-17-2010. Product surveillance notification date: may-17-2010.

Event description:
The report received from the (B)(4) study indicated that approximately twenty-four hours after the index procedure for precise 7 x 40 mm carotid stent implantation, the patient experienced a behavioral change. A diagnosis of cerebral hyperperfusion syndrome was made. The duration of the event was less than twenty-four hours. The recovery was said to be full with no residual deficit. The event was said to be unrelated to the study device/procedure. No intervention was necessary. This adverse event (ae) was captured as a not reportable complaint. Additional information received indicated that during contact for 12-month follow-up, a family member informed the study coordinator that the patient expired approximately five months after the study index procedure. The cause of death is unknown at this time. Additional information has been requested. No additional information available at this time. Addendum: additional information received indicated that the cause of death was congestive heart failure (chf). Addendum: after clinical review of the adjudication minutes: the adverse event (ae) code of chf is being changed to myocardial infarction (mi) and is a non-complaint. An additional ae of hemorrhagic stroke is being added/reportable.

Manufacturer narrative:
Change in reportability: additional information obtained indicated that the cause of death was congestive heart failure (chf). No autopsy was performed. The event was reported to be unrelated to the study device/procedure or any cordis product. Based on the patient's previous medical history of chf, prior CABG and aortic valve replacement surgery, the extent of cardiovascular disease and the primary investigators evaluation, this contact will be considered a non-complaint and the file will be processed accordingly.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated cc: the report received from the (B)(4) study indicated that approximately twenty-four hours after the index procedure for the implant of a precise 7 x 40 mm carotid stent, the patient experienced a behavioral change. A diagnosis of cerebral hyperperfusion syndrome was made. The adjudication minutes of (B)(6) 2012, indicate that as a result of the hyperperfusion the patient experienced a left sided hemorrhage involving the left middle cerebral artery distribution following the carotid angioplasty and stenting from the previous day. It was noted that the patient was discharged with an nih stroke score of 1 while her pre-procedure score (administered by the same examiner) was 0. Although the minutes do not specifically mention permanent patient injury the increased stroke score invites the possibility that the patient experienced slight residuals. The duration of the event was less than twenty-four hours. The recovery was said to be full with no residual deficit. The event was said to be unrelated to the study device/procedure. No intervention was necessary. Additional information received indicated that during contact for 12-month follow-up, a family member informed the study coordinator that the patient expired approximately five months after the study index procedure. The cause of death is unknown at this time. Additional information has been requested. No additional information available at this time. At index procedure the patient's medical history included hyperlipidemia, congestive heart failure, CABG, aortic valve replacement. High risk factors were indicated as previous cea, recurrent stenosis, and age (B)(6). The (B)(6) male patient was reported to be symptomatic at index procedure. The target lesion for the procedure was the ostium of the left internal carotid artery. The lesion was reported to be: a 90% stenosis, 30 mm length, 5.0 mm vessel diameter, mild tortuosity, and eccentric. An angioguard 6 mm embolic protection device was used for the procedure. The lesion was pre-dilated. A precise 7 x 40 mm stent was successfully implanted. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite. The patient was discharged two days after the procedure. No adverse event was indicated at thirty day follow-up with indication of continuation of aspirin and clopidogrel. The stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13253827 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint; product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), for part number: 23541 and stent lot numbers: 104705, 104195, 104194 & 104085; and the results indicate that the stent shipped meets specified release requirements. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation and known to potentially lead to a cerebrovascular accident. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors - all referable to hemodynamic exhaustion of the cerebral circulation - play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome and stroke. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event.